Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that during surgery the ring inside the humeral tray got bent. Surgery was completed with an ring from larger size humeral tray. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Reported event was considered confirmed as visual examination showed that the ring lock was bent. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.